Manufacturer narrative:
Patient involvement is not known. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the inserter for titanium elastic nails and the hammer guide for titanium elastic nails are worn. It is not known if issues were discovered during a procedure. Patient involvement is not known. Preliminary review of the returned devices on june 11, 2018 revealed that a portion of the blue handle on the inserter is broken off. This report is for one (1) inserter for titanium elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part: 359.219, lot: 9463600: manufacturing site: hägendorf, release to warehouse date: 11.august 2015: only top level of the device history record reviewed as sub-components are not lot tracked. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. 359.218: the hammer guide is damaged but not bent. The thread on the end is partially stripped and the driving cap shows marks, probably caused by direct hammering. 359.219: the handle is cracked, and the broken fragment is missing. There are signs of misuse on the instrument t-handle. The inner thread to attach the hammer guide is partially stripped. Functional testing: the hammer guide and ten-inserter have stripped threads, which make it impossible to assemble the parts again. A potential root cause for the stripped threads can be the incomplete mounting of the hammer guide into the ten-inserter and following direct hammering on the hammer guide head. The impact energy is then only transmitted over the threads instead of the face side of the hammer guide to the shoulder of the ten-inserter shaft. User technique: the relevant surgical technique guide advises to use the hammer guide to allow controlled hammer blows on the inserter with the slotted part of the combined hammer. On both drawings, the general tolerance is specified as ¿mk¿ according to se_022863. The threads are dimensioned in a manner, that when the parts (hammer guide and ten-inserter) are completely assembled the face side of the hammer guide has contact with the shoulder of the ten-inserter shaft. This is to ensure that the flux of force is not only transmitted over the thread flank but also through the face side of the components, which leads to reduced stress in the thread flanks. It is important that there is clearance between the thread lengths between hammer guide thread and ten-inserter shaft thread. Therefore, it can be concluded that the applied forces are not transmitted over the thread flank, as long as the hammer guide is completely screwed into the inserter. If the hammer guide is not completely screwed into the inserter the applied forces are transmitted over the thread flank, which might cause thread deformation and thus contribute to jamming of the hammer guide in the inserter. As both products have stripped threads and couldn¿t be assembled the complaint can be rated as confirmed. No design defect could be detected. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.